Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal mediation via an implantable pump. It was reported that the hcp said that patient was reporting no pain relief despite increasing the daily dose over time. During surgery, the hcp discovered that tip of catheter looked ¿fractured¿ just above the anchor at the spine. When drug was removed from pump the expected reservoir volume should have been 5 ml but actual removed amount was 36 ml. The hcp decided to remove old catheter and replace with new catheter. At start of surgery, the hcp attempted to aspirate catheter at catheter access port (cap) and was unsuccessful. The old catheter was discarded and the event resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 20-sep-2014, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 01-feb-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.